Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.